Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was stuck on a button error alarm. Customer's blood glucose was 21 mg/dl. Customer passed out. Customer's daughter found the customer and called 911. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. Unable to perform the functional testing due to no button response. The pump also had minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.